Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.(B)(4). This report is based on allegations set forth in legal notice and the allegations therein are unverified.

Event description:
It was reported by a legal representative that stated a patient had a total hip replacement between 2005 and 2009. Revision surgery was performed on an unknown date due to "lymphoplasmacytic infiltration due to third body or reaction to metal". No further information has been received. This report is based on allegations set forth in legal notice and the allegations therein are unverified.